Event description:
It was reported patient underwent a fixation procedure on (B)(6) 2014. Subsequently, surgeon noted the position of the clavicle seems to have become higher than usual three months post op suggesting possible malpositioning or loosening. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "